Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that during implant, after advancing around the aortic arch, just prior to positioning this transcatheter bioprosthetic valve in the annulus, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was initiated. After the valve was implanted successfully, it was noted by transthoracic echocardiogram (tte) that an aortic root/arch dissection occurred. It was unknown at what point the dissection occurred or what caused it. The patient could not be resuscitated, resulting in death.

Manufacturer narrative:
There were factors which may cause arch/root dissection, such as patient condition, physician technique, the bioprosthesis valve, the pigtail catheter or the guidewire. It was reported that the aortic arch/root dissection was noted after CPR was performed, which may also be a potential cause of the dissection in this case. However, based on the information available, an assignable root cause cannot be determined at this time. There was no information to suggest a device malfunction related to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.